Manufacturer narrative:
The insulin pump passed the idle current test, running current test, self test, off no power test, reset error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind test. The insulin pump was received with minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via telephone call that he noticed on a website that he should call us if the insulin pump had the scroll wrap malfunction. The insulin pump scrolled to the maximum number. The blood glucose reading was 285 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.